Manufacturer narrative:
Sorin group (B)(4) manufactures the apex oxygenator. The 510(k) number is k083021. The oxygenator is a component of the customer perfusion pack. The incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). A report was received indicating that blood was leaking from the gas outlet port of the oxygenator. The perfusionist elected to continue to use to complete the case. Blood loss was approximately 5 cc. There were no pt complications due to the blood leak. The apex membrane module was returned to sorin group (B)(4). Visual inspection found bloody fluid inside the blood compartment as well as blood residue on the outside of the bottoms end cap. Leak testing found communication between the blood and water compartments in the oxygenator. Autopsy found dried blood inside the water compartment. The apex oxygenator has been returned to sorin group (B)(4) for further analysis. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group received a report that blood was leaking from the gas outlet port of the oxygenerator. The perfusionist elected to continue to use to complete the case. Blood loss was approximately 5 cc. There were no pt complications due to the blood leak.